Event description:
We were putting in the screw and the collaron it was loose and wobbly. We took it out and put in a replacement screw.

Manufacturer narrative:
Method: device was not returned. Results: device history could not be performed as no lot code was provided. Device inspection could not be performed as no device was returned. Conclusion: the plausible causes of the event are: freehand use during screw insertion, inserter loosening during surgery, inserting not fully threading, user unfamiliar with system, interaction between cage/screw/inserter, outer diameter of clip is too large, general use error. In this case, it was reported that the all in one guide was used to place the screws but device inspection could not be performed as no device was returned.

Event description:
We were putting in the screw and the collaron it was loose and wobbly. We took it out and put in a replacement screw.